Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set site changes were performed and other pump supplies may have been changed to address the occlusion alarms and the occlusion alarms continued. No damage was noted to any of the pump supplies in use during the occlusion alarms. The customer experienced an elevated blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis (dka) considered to be dangerous. Correction boluses were delivered via the pump and manual injections were administered to address the bg levels and the customer's bg levels remained elevated leading to a visit to the emergency room (ER) on (B)(6) 2017. While in the ER, the customer received treatment via intravenously delivered fluids and insulin. The customer was released from the ER with a bg level of 300 mg/dl and was admitted to the intensive care unit (ICU) due to their dka. While in the ICU, the customer received treatment in the form of intravenously delivered fluids and insulin. The customer's current bg level was 182 mg/dl. A system check could not be performed to determine a possible cause of the occlusion alarms as the pump supplies in use during the occlusions had been changed. The customer was released from the hospital the following day.